Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the initial report inadvertently did not include the patient's last known settings on (B)(6) 2011.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The implant card was received which indicated that the reason for generator replacement was due to battery depletion with near end of service checked. Lead impedance following replacement was okay. Product analysis for the generator was completed and confirmed the battery was partially depleted with the elective replacement indicator (eri) flag set. An open can measurement of the battery voltage confirmed that the eri flag had been properly set. The device demonstrated normal battery depletion to an eri "yes" condition. With the exception of the eri parameter, the device performed according to functional specifications. It is noted that upon the initial implant of the generator on (B)(6) 2005, high impedance was observed during surgery on a systems diagnostic test. However, troubleshooting was performed by reinserting the lead pin past the generator connector block which resolved the lead impedance during surgery. The lead pin may have slipped out of the connector block causing the high impedance as reported on (B)(4) 2011. However, no conclusion can be drawn as the lead was not explanted, and therefore, product analysis could not be performed.

Event description:
Further information was received which revealed, the patient had generator replacement surgery on (B)(6) 2012. The company representative was present at surgery and reported that he did not perform a systems diagnostic test prior to surgery. However after generator replacement during surgery, he performed a systems diagnostic test multiple times, and the results were okay. Therefore, the physician chose not to replace the leads. When the patient was in recovery, the generator was turned on, and another systems diagnostic test was performed which showed okay results. Therefore, no device malfunction is suspected. The company representative believes that it is likely that the physician misinterpreted the readings for high impedance. However, it is unclear with the information provided. The generator was received by the manufacturer on (B)(4) 2012. However, product analysis has not been completed to date. The return product form was also received which reported the reason for generator replacement was due to battery depletion with eri=yes.

Manufacturer narrative:
Corrected data: initial and supplemental reports inadvertently listed wrong product.

Event description:
It was reported that high impedance was seen on both normal mode and system diagnostics. Patient did not report any trauma to device. The physician is not planning to order any x-rays and decided not to turn off patient's device since patient was doing very well. The patient has been referred for surgery, but it has not occurred to date.